Manufacturer narrative:
Device evaluation: the suspected device was returned for evaluation. The customer reported issue of ¿the device does not read the cassette¿ was confirmed through cassette/occlusion test. The probable cause was a defective sensor. Further investigation found fluid ingress in pump. Due to severe fluid ingress the unit has been deemed beyond economical repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
The customer returned the device stating, ¿the device does not read the cassette¿; during device evaluation the complaint was confirmed. The probable cause was a defective sensor. There was no patient involvement.